Manufacturer narrative:
Investigation included customer education and troubleshooting over the phone. Investigation of this case revealed that the sensor ultimately connected and glucose returned to range after backup therapy and sensor replacement. It was concluded that the event was consistent with hyperglycemia of unclear cause associated with a temporary failure to pair the cgm to the ilet. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a dexcom g7 sensor paired to the dexcom app would not pair to the ilet, leading to a replace sensor alarm and repeated unsuccessful pairing attempts despite phone bluetooth adjustments, pump restart, pairing code reentry, and sensor replacement; the user paused ilet dosing and transitioned to backup therapy with subcutaneous insulin due to a blood glucose of approximately 494 mg/dl, after which a new sensor began warming up and later connected. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated dosing and need for manual insulin administration.